Manufacturer narrative:
Comments: device has not returned for evaluation. The user manual states "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the pt, operator and/or operating room staff."

Event description:
Report received indicating that the footed portion of the device had detached during a case. No pt impact was reported. On follow-up, it was noted that the pt had minor dural damage that was repaired during the procedure. It was confirmed that there was no pt impact.